Event description:
During a colonoscopy, the physician used an acusnare polypectomy snare. The snare would not conduct current. The user noted that the connection between the active cord and the acusnare was not secure. The acusnare was removed and another snare was used to complete the procedure. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement in it is intended to be an admission that any cook endoscopy device (I) is defective of malfunctioned or (ii) caused or contributed to a death or serious injury. Our evaluation of the returned device was unable to confirm the report as it was described. The snare extends and retracts properly with handle manipulation. During our evaluation the snare was connected to an ohm meter to check for electrical continuity. The snare passed the continuity test. An active cord from our shelf stock was securely attached to the handle of the acusnare. Electrical continuity was verified between the active cord and the acusnare using an ohm meter. The connection between the returned acusnare and the active cord is secure. The acusnare was then connected to an electrosurgical power supply unit and current was applied successfully. The snare cut and cauterized the sample as intended. No kinks were noted in the catheter. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the returned product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history of this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: a definitive cause for the reported observation was unable to be determined because the product functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our evaluation. However, we can provide the following comments: the information provided with this report suggests that the connection between the active cord and the acusnare may have contributed to the reported observation. Proper application of cautery is dependent upon secure connections between the snare, active cord and electrosurgical power supply unit. The instructions for use direct the user to follow the electrosurgical unit manufacturer's guidelines for setting prior to activating the electrosurgical unit. The user is also directed to verify the settings are correct prior to use of the snare. If the improper cautery settings were applied, this could have contributed to the reported observation. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test. The functional test includes verification of conductivity using an ohm meter and proper connection to the active cord. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the report was unable to be verified. The returned product functioned as intended. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.